Event description:
It was reported that while using the sid-firing surgical fiber during a prostate procedure, the output beam was observed to forward fire @ 12 joules of use. The procedure was completed using a second fiber. Pt outcome: "no injuries reported."

Manufacturer narrative:
(B)(4).